Event description:
Spontaneous call from patient's mother who reported that pump broke. Details of event not specified; mom requested new pump and return box (device was on hand for return, but lot number and expiration date not reported ). No missed doses or adverse events were reported; no further information is known or was reported. Reported to (B)(6) by patient/caregiver.